Event description:
It was also reported that the patient silenced the alarm and followed the prompt. This been going on for 2 hours. Patient said they would change to another cassette and if they were still having issue, they would go to ER. Product fault occurred while in use by patient. Set flow rate and volume delivered are unknown. Product issue contributed to patient or clinical injury; the medical intervention provided was that the patient was advised to go to ER.

Manufacturer narrative:
H2) correction: b5 updated with additional information. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
High pressure alarm. There was no downstream blockage, kink, tubing clamp is opened. Extension set is placed correct, not backwards. Patient changed to new battery. Patient has been getting medication on and off every 2-3 minutes. When alarm went off the patient stopped getting medication. Troubleshooting was performed but the alarm persisted. This is a continuous life sustaining infusion. The device was replaced. The patient had a backup device that they were able to switch to, but the backup device had the same issue. Patient was not able to successfully continue their infusion. The patient was instructed to go to ER.